Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the unit blister was found unsealed. This occurred with eight (8) devices. The unsealed devices were not used. There was no report of adverse impact to patients or users.

Event description:
It was reported prior to using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the unit blister was found unsealed. This occurred with eight (8) devices. The unsealed devices were not used. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The photos show a blister pack with an open seal. Additionally, 30 retained samples were visually inspected, and all samples passed the testing as the packaging was not damaged and the seals were intact. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: open package/seal. The root cause was determined to be an improper alignment of the top web after installation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.